Manufacturer narrative:
This report contains additional information in section b5 describe event or problem and section h6 patient codes.

Event description:
It was reported that the patient with this pacemaker device exhibited oversensing which led to inappropriate mode switching. Technical services (ts) reviewed atrial tachy response (atr) episode and confirmed oversensing. Ts recommended to consider sensitivity settings. The health care professional (hcp) stated that this patient is dependent on this system. There was no evidence of undersensing atrial arrhythmia. The hcp raised the max tracking rate (mrt) to 140bpm to prevent inappropriate pacemaker mediated tachycardia (pmt) events. This device remains in service. No adverse patient effects were reported. Additional information received indicated that the patient was experiencing dizziness. Upon review, programming was performed and patient had atrial fibrillation (af) along with complete heart block. This device remains in service.

Event description:
It was reported that the patient with this pacemaker device exhibited oversensing which led to inappropriate mode switching. Technical services (ts) reviewed atrial tachy response (atr) episode and confirmed oversensing. Ts recommended to consider sensitivity settings. The health care professional (hcp) stated that this patient is dependent on this system. There was no evidence of undersensing atrial arrhythmia. The hcp raised the max tracking rate (mrt) to 140bpm to prevent inappropriate pacemaker mediated tachycardia (pmt) events. This device remains in service. No adverse patient effects were reported.